Manufacturer narrative:
D9 - product received date 9/3/2025. H3/h6 - test data. One device was received for evaluation for the complaint that the both the air sensor and the downstream occlusion seal were unattached and falling off. The review of event log/alarm history found that no information related to the problem. There is no 12-month service history during review. The visual and functional testing was performed. The complaint was confirmed, and the probable root cause of this issue was unknown.

Event description:
It was reported that both the air sensor and the downstream occlusion seal were unattached and falling off. The issue occurred during testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.